Event description:
During a clinic follow-up, r wave amplitude variation, low pacing impedance, and a loss of capture were observed on the right ventricular (rv) lead on a non-pacemaker dependent patient. No intervention has been performed at this time. The patient was stable and will continue to be monitored.